Event description:
A customer reported experiencing cgm error 42. After following the complete pump reset instructions provided by technical support, the issue was resolved, and the customer was able to successfully start their sensor session. There was no reported impact to the customer¿s blood glucose level.